Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The emitter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The emitter was returned to the manufacturer. Functional testing found that the component had a faulty coil causing the failure.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the emitter was no longer working. The representative attempted to use the camera on two systems without resolution. There was no patient present when this issue was observed.